Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down due to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, confirmed shipping details, instructed customer to let battery fully deplete before return, and advised customer to return damaged pump within 10 days, then program pump settings and connect continuous glucose monitor on replacement pump.